Manufacturer narrative:
This type of event is addressed in the device labeling.

Event description:
Per the surgeon's report, this patient stopped hearing suddenly. An integrity test was performed and suggested there was no output from the implant. The surgeon explanted the device and reimplanted a new one during the same procedure.